Manufacturer narrative:
Please see the investigation summary below: the DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 14d347fhx. One open sample was returned to the manufacturing facility for evaluation. The returned sample did not have the full tube assembly. Visual examination finds that there was evidence of the unit being previously set up but not used to collect fluid. During the manufacturing process, units are 100% functionally tested to ensure they are leak free and that the regulator functions correctly. Also statistical qa sampling is taken to independently test the device to ensure it is functioning correctly. The returned unit was subject to the independent test which tests for presence of vacuum, leaks and regulator function. There were no issues noted during the test. There was no noise from the vessel, there were no leaks and the regulator functioned correctly. Therefore the actual root cause for this complaint cannot be determined. The possible root cause for this complaint is that there many have been an air leak somewhere in the device. The leak could have been caused by the fill spout at the rear of the vessel not being closed properly or the connection between the unit and the patient may not have been secure. This complaint will be used for qa tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a chest drainage unit. The customer reports that the device could not work and was noisy. Another device was used to complete the procedure successfully.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring requested additional information but no further information has been received. If additional information is obtained the medwatch form will be updated.